Event description:
At a troubleshooting appointment on (B)(6) 2021 the user reported experiencing intermittent and strange sounds with the device. By conducting different movements such as smiling or moving the head the user was able to generate different sounds. Multitones were also generated while driving the car. Prior to this, positive improvements with the device were reported in december 2020. The user also reported that the implant housing position has moved gradually closer to the pinna. The user is scheduled to be re-implanted in (B)(6) 2022. No further information is available at this time.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. It is reported that the housing migrated from its intended position, which most likely has contributed to the device damage. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is planned in february/march 2022; no further information has been received at this time.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. It is reported that the housing migrated from its intended position, which most likely has contributed to the device damage. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
At a troubleshooting appointment on the 5th october 2021 the user reported experiencing intermittent and strange sounds with the device. By conducting different movements such as smiling or moving the head the user was able to generate different sounds. Multitones were also generated while driving the car. Prior to this, positive improvements with the device were reported in december 2020. The user also reported that the implant housing position has moved gradually closer to the pinna. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At a troubleshooting appointment on the (B)(6) 2021 the user reported experiencing intermittent and strange sounds with his device. By conducting different movements such as smiling or moving his head the user was able to generate different sounds. The user also reported that the implant housing position has moved gradually closer to the pinna. Prior to this, positive improvements with the device were reported in (B)(6) 2020. The user is scheduled to see the surgeon.